Event description:
An endovascular stent alone was successfully placed at the target lesion site located in the patients subclavian artery. It was reported that forty-eight hours post implantation, the patient became febrile and experienced septic emboli. Subsequent blood cultures revealed staphylococcus aureus and a possible infection at the site of the stent. In response, the stent was surgically explanted and tested positive for staphlococcus aureus. It was further reported that the patient lost several fingertips as a result. There were no additional complications reported relative to this event.